Event description:
It was reported that during a breast biopsy procedure, upon intialization, the control module received a green cable error. A second probe was tried and same error was received. A third probe was used to complete the case. There was no patient consequence.